Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that overfill occurred after use with a bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes. The following information was provided by the initial reporter, "the tube overfilled causing the study to be cancelled. Study was cancelled and pt has not returned for redraw. Customer doesn't feel the tube was over filled. It was the reference lab which rejected the specimen because too much plasma was submitted. They are used to getting plasma submitted from the 3-4 ml tubes not the 6 ml tube. Plasma was submitted for lactate testing. Site did not have lot# of tube. Spoke about there being a nominal fill indicator on tube label. Sent label brochure to customer to see the nominal fill line."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that overfill occurred after use with a bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes. The following information was provided by the initial reporter, "the tube overfilled causing the study to be cancelled. Study was cancelled and pt has not returned for redraw. Customer doesn't feel the tube was over filled. It was the reference lab which rejected the specimen because too much plasma was submitted. They are used to getting plasma submitted from the 3-4 ml tubes not the 6 ml tube. Plasma was submitted for lactate testing. Site did not have lot# of tube. Spoke about there being a nominal fill indicator on tube label. Sent label brochure to customer to see the nominal fill line."

Event description:
It was reported that overfill occurred after use with a bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes. The following information was provided by the initial reporter, "the tube overfilled causing the study to be cancelled. Study was cancelled and pt has not returned for redraw. Customer doesn't feel the tube was over filled. It was the reference lab which rejected the specimen because too much plasma was submitted. They are used to getting plasma submitted from the 3-4 ml tubes not the 6 ml tube. Plasma was submitted for lactate testing. Site did not have lot# of tube. Spoke about there being a nominal fill indicator on tube label. Sent label brochure to customer to see the nominal fill line."

Manufacturer narrative:
The changes are the following: b.3. Date of event: (B)(6) 2020. G.4. Date received by manufacturer: 2020-03-01.